Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s pump became unresponsive after a factory reset, freezing on the fill tubing screen and preventing insulin delivery or rewind. Blood glucose at the time was 348 mg/dl and treated with backup therapy. No device damage or injury occurred. A replacement device was sent.